Manufacturer narrative:
Failure analysis on the returned cpu board shows that the customer reported problem of back-up alarm failed was not duplicated. The cpu board was tested and no problem found.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported there was no patient involvement.